Event description:
It was reported that pump displayed cartridge change error and customer was unable to load new cartridge, with damaged cartridge o-ring identified during troubleshooting. There was no adverse impact to the customer¿s blood glucose level. Customer support walked customer through inspecting and cleaning pump, removing pump from case, and attempting to fill and load multiple new cartridges, but loading remained unsuccessful, so case was escalated and replacement pump was approved to preserve customer satisfaction while customer was traveling. Customer reverted to an alternative method of insulin therapy.